Event description:
During the index procedure, the patient had one endeavor sprint rapid exchange (rx) stent implanted to the mid lcx. A dissection is reported to have occurred during the procedure which required the placement of two additional endeavor sprint stents. Approximately 3 weeks post index procedure, the patient underwent a staged procedure of the proximal lad. Patient had two endeavor sprint stents implanted. Stent thrombosis of the mid lcx was confirmed at the time of this procedure. The patient had a driver rx stent implanted to the mid lcx due to restenosis after previous ptca on the same date. Patient was asymptomatic / free of symptoms at 30 day follow-up and had cardiac status of stable angina at 6 month follow-up. Approximately 6.5 months post index procedure, stent thrombosis is reported to have occurred. The investigator assessed that the event was related to the study device. Patient was asymptomatic / free of symptoms at 1 year, 1.5 year, 2 year and 2.5 year follow-up. Ref MFR report numbers 2953200200801239, 2953200200801240, 2953200200801241, 9612164201100075 and 9612164201100077.

Manufacturer narrative:
(B)(4). Results: stent thrombosis.

Event description:
It is reported that there was an endeavor stent implanted in the ramus branch during a revascularization on the same day as stent thrombosis event approximately 6 months post index procedure.